Event description:
As reported by the affiliate, the 7x80mm smart control stent delivery system (sds) could not be advanced to the target lesion. After attempting again, the physician noted that the distal end of the stent was prematurely deployed. It was removed from the patient and another smart control stent was used to complete the procedure. There was no reported patient injury. The target lesion was located in the right superficial femoral artery with heavy calcification and mild tortuous. The rate of stenosis, lesion length and reference diameter were unknown. There was no thrombus present proximal to, distal to, or at the lesion site. A contralateral approach was made from the common femoral artery. For the procedure, a 7x80mm smart control sds was opened. There were no damages or anomalies noted to the device or packaging prior to use. It is unknown if the device was handled and prepped according to the IFU. After pre-dilation with a non-cordis balloon catheter, a 7x80mm smart control sds was inserted into the patient. The rate of stenosis after pre-dilation was unknown. After insertion, the stent could not be advanced further at 3-4cm proximally from the target lesion. The lesion was inflated with the balloon again but the stent could not cross the lesion. It is unknown if the device was in an acute bend. The sds did not have to pass through a previously placed stent. The device did not kink/bend at any time during the procedure and was not used with any kinked/bent device. At that time, the physician noted under fluoroscopy that the distal end of the stent was slightly prematurely deployed. The smart control locking pin was in place during advancement, and it is unknown if the smart control handled was flat and straight. So the stent was removed from the patient and it was found that the outer sheath was slightly retracted. No unusual force was applied during advancement. It was easily removed from the patient and exchanged for a 7x100mm smart control.

Manufacturer narrative:
A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. As reported by the affiliate, the 7x80mm smart control stent delivery system (sds) could not be advanced to the target lesion. After attempting again, the physician noted that the distal end of the stent was prematurely deployed. It was removed from the patient and another smart control stent was used to complete the procedure. There was no reported patient injury. The target lesion was located in the right superficial femoral artery with heavy calcification and mild tortuousity. The rate of stenosis, lesion length and reference diameter were unknown. There was no thrombus present proximal to, distal to, or at the lesion site. A contralateral approach was made from the common femoral artery. There were no damages or anomalies noted to the device or packaging prior to use. It is unknown if the device was handled and prepped according to the IFU. After pre-dilation with a non-cordis balloon catheter, a 7x80mm smart control sds was inserted into the patient. The rate of stenosis after pre-dilation was unknown. After insertion, the stent could not be advanced further than 3-4cm proximally to the target lesion. The lesion was pre-dilated again but the stent still could not cross the lesion. It is unknown if the device was in an acute bend. The sds did not have to pass through a previously placed stent. The device did not kink/bend at any time during the procedure and was not used with any kinked/bent device. At that time, the physician noted under fluoroscopy that the distal end of the stent was slightly prematurely deployed. The smart control locking pin was in place during advancement, and it is unknown if the smart control handled was flat and straight. The stent was removed from the patient and it was found that the outer sheath was slightly retracted. No unusual force was applied during advancement. It was easily removed from the patient and exchanged for a 7x100mm smart control. The procedure was finished successfully. There was no reported patient injury. One non-sterile smart control, iliac 7x80ml was received coiled inside a plastic bag. Unit was partially deployed (3mm). Locking pin was in place. No other discrepancies were found. The usable length was measured and it was found acceptable. The outer diameter (od) of the outer sheath was measured in different distances and found within specification. Functional test (deployment process) was performed and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure "sds - tracking difficulty" reported by the customer was not confirmed since outer diameter was found within specification. The cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing related. Therefore no actions were taken. The failures ¿sds - deployment difficulty-premature/in patient-during advancement ¿reported by the customer was confirmed. The cause of the failure could not be conclusively determined. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Neither the DHR review not the product analysis suggests the reported failure is related to the manufacturing process. Therefore, no actions will be taken. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
(Continued from event description): the procedure was finished successfully. There was no reported patient injury. The product will be returned for analysis. The device is available to be returned for analysis; however, it has not yet been received. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Concomitant devices: the balloon used for pre-dilation was a shiden, kaneka.